Event description:
It was reported that the device was explanted after implant duration of zero days, due to sizing issues. Information learned from implant patient registry and through the operative report. The device history record review is currently in process.

Manufacturer narrative:
Sizing issue.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Unsuccessful ring repair: device not returned.